Event description:
2 blood leaks occurred with one pt at hemodialysis treatment in the same lot number. One leak occurred at 45 min treatment. This dialyzer was used after 2 times reprocessing. The other leak occurred at start of hemodialysis treatment. The dialyzer was at initial use. These two leaks were observed visually. The blood loss volume was 250ml each. The third dialyzer of the same lot number was used for hemodialysis and no problem occurred. The pt was well and no medical treatments were given.